Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If additional information becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "patient hip was dislocated; with further examination, surgeon concluded the patient's hip needed to be revised. The cone body liner and femoral head were removed and a larger/longer cone body was put on along with a 10 degree liner / 36mm head +5."